Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (escherichia coli) was misidentified as salmonella enterica ssp. Arizonae. The user verified the final result using identification test. No health impact or consequence reported.